Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent an unspecified breast implantation procedure with two unspecified mentor breast prostheses, experienced bilateral capsular contracture baker grade IV post-operatively. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implants on (B)(6) 2003. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 4/23/2019, mentor became aware that the suspect medical device was an unknown saline implant. Mentor also became aware that the procedure the patient underwent for regarding these devices was breast augmentation revision. In addition, mentor also became aware that the contralateral device (right side) was also deflated. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).